Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012050578); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0011993318); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, both the non-coronary cusp (ncc) and the left coronary cusp (lcc) were "online" with an implant depth of 0mm at initial deployment. Intracardiac echocardiography (ice) showed that the distance to the membranous septum was maintained, but a complete heart block occurred. Anatomically, the patient had a horizontal aorta, and the sigmoid was protruding. Both ncc and lcc were "online", so to avoid dislodgement, the valve was recaptured and repositioned slightly deeper. However, the conduction disturbance continued. The pacing catheter was reinserted into the patient's the neck and the patient was discharged. No additional adverse patient effects were reported.

Event description:
Additional information was received that after observing the patients progress after surgery, complete heart block resolved, and only left bundle branch block (lbbb) was present. A permanent pacemaker was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the ncc and lcc being ¿on line¿ meant that the depth of placement was 0 millimeter¿s (mm). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.